Manufacturer narrative:
G2: japan. Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an unknown procedure, the rumi koh-efficient was used and lacerated the vaginal wall. No obvious defect in the device was found. Sutures were required to stop bleeding. No additional information is available. Kc-rumi-30 koh-efficient (B)(4).

Manufacturer narrative:
Distribution history: a distribution history record review was not possible for this product as the lot number was not provided for investigation. Manuf. Record review: a DHR review was not possible as a lot number was not provided. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions, however in those cases the complaint condition was not confirmed. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. Any relevant customer or clinical information: 1. Lot number was not provided stating that: the product itself has not been found to be defective. 2. Kc-sizer was used prior to performing the procedure. Root cause: no definitive root cause for this issue could be reliably determined at this time, as the product was not returned for evaluation. It is to be noted that the complainant acknowledges that the product itself was not found to be defective. No lot number was provided for investigation; however, we performed our investigation to find out all lot numbers for kc-rumi-30 shipped to (B)(6) japan (csi distribution facility in japan) in past 3 years. Based on further review, no ncmrs were identified for the listed lot number for flash/sharp edges that may potentially cause laceration. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
No additional information.